Manufacturer narrative:
The medical device problem code, type of investigation code, and investigation conclusion code were updated. The investigation did not identify a product problem.

Event description:
The reporter complained of discrepant glucose results for 2 patients tested on an accu-chek inform ii meter. Patient 1: at 9:38 p.m. The meter result was 470 mg/dl while at 9:43 p.m. The meter result was 283 mg/dl. The medical staff believed that the result of 283 mg/dl was correct. Patient 2 was tested on (B)(6) 2025: at 7:36 am the meter result was 391 mg/dl while at 7:41 am the meter result was 215 mg/dl. The medical staff believed that the result of 215 mg/dl was correct as it matched the patient's history. Qc was performed on the day of the events and it was acceptable.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The test strips were requested for investigation on 13-jan-2025. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.